Manufacturer narrative:
Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the increase in the false positives rate. A bd field service engineer (fse) was dispatched to obtain the log files and database. The review of the log files determined that the ambient temperatures was causing the increase in the false positives rate. This is an unconfirmed failure of the bd product. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation; other service activities have occurred, such as preventative maintenance, which have changed the configuration of the instrument since release from manufacturing. Service history record review revealed no previous complaints for this issue. The samples received and investigated were the system log files. The results of the investigation of the returned material revealed that the ambient temperatures are causing the issue. The root cause was customer workflow induce due to the ambient temperatures. CAPA is not required for unconfirmed complaints bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: customer is seeing an increase in false positive bactec vials in two instruments (B)(6) which are located in the same room. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " customer is seeing an increase in false positive bactec vials in two instruments (ft4388 and ft4403) which are located in the same room. "